Manufacturer narrative:
(B)(4). Unit passed displacement test and self test. However, noisy motor noted during testing. Problem isolated to motor. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that their retainer ring was broken. Customer reported that the reservoir was able to locking in place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.